Manufacturer narrative:
H3, h6: the device, used during treatment, was returned for investigation. The initial functional inspection of the returned siu found that the device received a 40000000000-error message when powered on. This is indicative of fuse damage. The inspection procedure document was reviewed for the device at the time of manufacturing and passed all tests. Therefore, the reported product met manufacturing specifications prior to being released for distribution. A complaint history review found similar reports. The relationship of the device and the reported event has been established. The error message was caused by a faulty cable in the handpiece, caused the fuse in the siu to blow. The root cause of the reported event was due to electrical component failure.

Event description:
It was reported that there was an error on bootup: "an error occurred during initialization. Pfs control hardware failure (errcode = 40000000000). Please contact robotics customer support to solve this issue". No patient involved.